Event description:
End user alleges, as a result of her spouse not properly situating her in the motorized wheelchair's seat after transferring her into the motorized wheelchair with a hoyer lift, she slid off of the seat while exiting a motor vehicle on a ramp. Allegedly, fractured both ankles.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. The end user reported that her spouse improperly transferred her into the motorized wheelchair's seat with a hoyer lift and she allegedly slid out of seat while operating the equipment down a motor vehicle's ramp.